Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that after the implant, during pocket closure, this rv lead exhibited increased impedances from 1500 to 1999 ohms. The lead was tested and connections were evaluated. The lead remains actively implanted.